Manufacturer narrative:
Without additional information or a return of consumer's device for inspection, we cannot determine whether the underlying cause of the synchronization issues between the true metrix air meter and application are due to user error (e.g., dropping or breaking the meter) or device defects. We are also not responsible for any synchronization issues between the true metrix air meter and the unaffiliated third-party app, glooko.

Event description:
On february 7, 2026, we received an email from consumer regarding a "critical hardware and software failure." Specifically, consumer reported that upon receiving his true metrix air meter, he initially found the true manager air application to be "clinically useless" and thus had opted to instead use an unaffiliated and unsupported third-party application, glooko, to record his meter readings. According to consumer, the glooko app and his meter "abruptly ceased all synchronization" on (B)(6) 2026. Upon discovering this issue, consumer reinstalled the true manager air application, which indicated it was connected to consumer's meter but displayed no reading results. As a result, consumer stated he is no longer able to record or access his meter readings on either app. On (B)(6) 2026, we sent consumer a letter requesting copies of his medical records from the past six months as well as a list of his medical providers from (B)(6) 2025 through the present. We also requested a return of the device for our inspection and offered to send consumer a replacement device. To date, consumer has not replied to our letter.